Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on january 4, 2022 mentor became aware that it erroneously submitted manufacturing record evaluation (mre) statement in the initial report. The correct statement is as follows: nonconformances were identified and will be handled through the quality system. Additionally, h9 (FDA correction/ removal reporting no.) Was erroneously omitted. The number is 3005423519-10/12/2021-001-r.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Future explant date : (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with a mentor smooth round high profile 380cc saline prosthesis experienced left sided deflation post procedure. The breast had notably gotten smaller. As a result, replacement with mentor gel is planned for (B)(6) 2022. The contralateral prosthesis was reported in a separate event under 1645337-2021-11605.